Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device had some resistance when deployed to basket and flower position; however, catheter was not able to undeployed when moving the slider switch back to its original position. Flushing through the irrigation port was tested. Irrigation was not observed in any state. The catheter was dissected to further inspect the unit. It was revealed that the flush lumen had some kinks. There was difficulty undeploying the catheter to original position. In addition, the dissection of the revealed a kink in the flush lumen.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave catheter was selected for use. It was reported that when starting the procedure, the flush did not work properly. After application of left superior pulmonary vein, the catheter would not fully undeploy and straighten fully. The catheter was replaced, and procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No further information was provided. 2oct2025, per gfe: the lot number is 36700188. The event date was 17 september 2025. The procedure was completed with a replacement catheter. The catheter will be returned (waybill provided above). The issue was resolved by replacing the catheter. Physician information: (B)(6); no further details provided by the customer. Tracking information is included above. No additional details were available regarding catheter configuration; per customer, after ablation of the lspv, the catheter would not undeploy, both in and outside the patient. It was asked if the catheter was deployed without a guidewire, but this information is not available per customer.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave catheter was selected for use. It was reported that when starting the procedure, the flush did not work properly. After application of left superior pulmonary vein, the catheter would not fully undeploy and straighten fully. The catheter was replaced, and procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. It was further confirmed that the issue was resolved by replacing the catheter. After ablation of the left superior pulmonary vein, the catheter would not undeploy, both in and outside the patient.

Manufacturer narrative:
B3: date of event - updated. B5: describe event or problem - updated. D4: lot number- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the correct lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. B3: date of event - estimated as the date of the event is unknown.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave catheter was selected for use. It was reported that when starting the procedure, the flush did not work properly. After application of left superior pulmonary vein, the catheter would not fully undeploy and straighten fully. The catheter was replaced, and procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No further information was provided.